Event description:
The retrieval catheter separated during recovery. The catheter segments were returned for analysis. No pt injury was reported.

Manufacturer narrative:
The catheter separated at the tubing bond. The cause of the separation appears to be related to the reflow process that bonds the two components. This is the only confirmed reported event of this nature relating to the retrieval catheter.